Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and there was no response from any button. Customer stated the screen was not completely blank but the time clock was not visible on the screen. Blood glucose level at the time of the incident was not provided. During troubleshooting, the beeping continued. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing. (B)(4).